Manufacturer narrative:
Additional documentation received during product evaluation indicated that additional reason for exchange as corneal ectasia. Section below updated. Section h6: health effect - clinical code: 4581- corneal ectasia section d9: device available for evaluation? Yes; returned to manufacturer on: mar 25, 2021. Section h3: device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned and no cosmetic defects were observed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 to (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye due to refractive surprise and another lens of different model and diopter (za9003 11.5d) was placed. No additional intervention was required. The event was observed during post-op examination. No further information is available.